Manufacturer narrative:
H.6. Investigation: customer returned photos of a 1cc u100 insulin syringe and a 1cc u40 insulin syringe. Customer states that the new syringe does not allow the liquid to enter the syringe properly and the packaging has changed. The photos were examined and it is difficult to determine if the syringes shown in the photos are able to draw properly solely from the attached photos. Also, no defects were observed on the markings or coloring of either of the shown syringes. A review of the device history record was completed for batch# 8260570. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the plunger was difficult to move and draw up medication in the bd micro-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from dutch to english: "indicates that the acceleration with the new syringe does not allow the liquid to enter the syringe properly, compared to the old packaging."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger was difficult to move and draw up medication in the bd micro-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "indicates that the acceleration with the new syringe does not allow the liquid to enter the syringe properly, compared to the old packaging."